Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No cracked screen noted.

Event description:
It was reported that the insulin pump had a small crack in the screen. The blood glucose reading was 300 mg/dl. The customer was advised to call due to the damage, which may have been caused by the customer dropping the device. Advised discontinuation and replacement of the insulin pump despite its functioning properly. Nothing further reported.